Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Multiple attempts to contact the customer were unsuccessful, and the call was eventually abandoned. No additional information was received regarding the outcome of the event.